Event description:
Ous MDR - the passeo-35 ruptured during inflation within a pta shunt vein. After balloon burst a (shunt) vein rupture was noticed. An endoprosthesis was successfully placed to cover it.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Further, the provided angiographic material was reviewed. The angiographic material showed that both the complaint instrument and the stent placed after the complaint event are impeded by a persistent, hard stenosis. The technical investigation of the returned passeo-35 revealed that the balloon was fully deflated in his as-returned condition. The balloon has burst in longitudinal manner over the entire length of the cylindrical part of the balloon. The review of the manufacturing history of the production lot did not reveal any nonconformity. The complaint instrument was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection, including both a leakage and pressure test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined.